Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Foreign material was found to be exiting out of the cylinder. The channel tube was found to be obstructed during the suction tests. There was some reside that had adhered to the suction mount unit and stains were also found on the tube. The side cylinder was discolored and scratches were found on the up/down knob, connecting tube and the switch box. The control body cover was chipped and the light guide lens was cracked. The angle wire was worn, which has caused play on the up/down knob to not meet requirements. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the suction function on the evis exera iii colonovideoscope was ¿blocked¿ during a colonoscopy. During follow up with the customer, the customer clarified that the blockage may have been caused by drug residue. Although it was reported that there was no harm to the patient, the procedure may have been delayed or aborted. During the inspection of the returned device, foreign material was found to be exiting out of the cylinder, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information was obtained from the reporter. The patient was already sedated when the procedure had to be aborted and a further examination was required.

Manufacturer narrative:
This supplemental report is submitted to provide additional information from the customer, results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined that the most likely cause of the event was that the device was not reprocessed in accordance with the instructions for use and personnel may not have been trained in accordance with the instructions for use (IFU) regarding reprocessing or device handling. The instructions for use (IFU) for the reprocessing manual instructs the users to preclean devices immediately after procedure to prevent dirt adhesion in section precleaning the endoscope and accessories: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor the field performance of this device.